Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced loss of therapeutic effect. The pt had tried changing programs and increasing stimulation. This has helped with the urgency but not the frequency. The device was explanted and a new device was implanted. Signs and symptoms associated with the reported event are open skin sinus. The pt did not require hospitalization and recovered without sequelae. It was reported the new device was working well. Additional information has been requested, but was not available as of the date of this report.